Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous left elbow vein. After a 4f non-bsc sheath was inserted, a 018 non-bsc guidewire crossed the lesion. A 6.0mmx40mmx40cm sterling¿ balloon catheter was selected to perform dilatation. The device was inflated and ruptured at 12 atmospheres (atms) on the first inflation. The device was removed from the patients body and the procedure was completed with another 6.0mmx40mmx40cm sterling¿ balloon catheter inflated at 14 atms. No patient complications were reported and the patients status was good.